Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "a (B)(6) boy received the 2-way foley at o.r. A number of days later, he started to complain of pain. On the following day, he cried out loud and the doctor decided to withdraw the foley. Unfortunately, the doctor failed to deflate the balloon so he had to cut down the injection valve in order to pull out the foley."